Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another (B)(4) will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (pre-existing bradycardia) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through (B)(6), a tavr patient received a permanent pacemaker. Medical record review revealed the transfemoral tavr procedure was performed under conscious sedation. Following the insertion of a 14fr esheath, some trouble with the pacing threshold was noted and a separate transvenous pacing wire was placed from the left groin, replacing the temporary pacing wire in the neck. Balloon aortic valvuloplasty (bav) was then performed. The patient was noted to be quite bradycardic prior to the sapien 3 valve deployment. A 26mm sapien 3 valve was then positioned and deployed with good results. Post deployment, trivial paravalvular leak (pvl) or central leak was observed. Additionally, the patient was noted to have isorhythmic dissociation with an intermittent lbbb in the 40's bpm and his conduction disease was also noted to be significantly worse post tavr. The esheath was removed and the access site was closed without complications. The patient was transferred to the ICU in stable condition, extubated and on no inotropic support. A permanent pacemaker was implanted on the day of the tavr procedure. The patient was discharged on postoperative (pod) 2 in stable condition.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the (B)(4) clinical study, a tavr patient received a permanent pacemaker. No further information is available at this time.